Event description:
A physician reported a system message was received during a procedure, which disabled the infusion and aspiration though the probe continued to cut. The system would only allow air to be infused. The surgeon was able to infuse balanced salt solution (bss) using alternative methods while suspending the bss on an IV pole. Subsequently, two pts were moved to another facility to have their procedures performed. There was no pt impact reported.

Manufacturer narrative:
The company representative examined the system and confirmed the customer reported system message (sm) [drain pump problem]. The company representative replaced the fluidics controller printed circuit board (pcb). Preventive maintenance was performed. The system was then tested and met product specifications. The root cause has not been determined. (B)(4).